Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site was having issues with the system booting up. The site was newly installed and covered under warranty. In front of the system, it seemed like every time you try to log in, the application crashes and went back to the login screen after flashing an ¿nvidia¿ screen. The representative was able to get into stealthadmin. There was no patient present when this issue was identified.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735762, software version: 1.1.0. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Evaluation codes apply to this testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd 9735999 with s8 os s8 svc (lot# s3z6nw0k717414h) was returned for analysis. Analysis confirmed the allegation. The ssd was unable to log into the application and the screen was a black version of the home screen without any icons. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.